Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic for follow up when lead noise was observed. At the time the lead was being explanted the outer insulation was noted to be peeling away from the lead. The lead was replaced. The patient was asymptomatic before, during and after the procedure and was fine at the time of pre-discharge check.

Manufacturer narrative:
External insulation abrasion was noted at 6.5-9.0 cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location. External insulation abrasion was noted at 9.5 -9.8 cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.